Manufacturer narrative:
The initial MDR and supplemental follow up 1 were submitted to the FDA on time under manufacturing report number 3002037047-2019-00016. Upon confirmation of the reported product lot manufacturer, this report is being resubmitted under the correct manufacturer report number 2184002-2019-00001. No customer sample was returned. All testing results met specifications for this lot code at the time of release. No deviations were identified during the manufacturing of the batch that would have contributed to this complaint. One additional complaint has been received for this lot code/complaint type. A root cause cannot be determined based on current available data and no sample received. No action is warranted. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical director reported that viscoelastic product was used in multiple cataract surgeries after which five patients experienced corneal edema one-day postop. The corneal edema lasted for two weeks or longer and was accompanied by extremely poor vision ranging from one to two weeks in duration. The patients required extensive drop regimens with frequent follow ups every one to two days. Additional information has been requested.